Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed that the device was charged in a lead fault state. A lead fault state occurs when the device does not detect a valid patient impedance. No ECG signal will be viewable and the device will not be able to charge/discharge. The device passed all testing with the customer's multi-function cable and adaptor without issue. However, the electrode pads used during the event were not returned as part of this investigation. We have evidence that the multi-function cable was identified by the device, but there was no ID of an accessories applied. Without the electrode pads, root cause could not be firmly established. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.